Event description:
After implantation, there were difficulties interrogating the device during a threshold test. Interrogation was performed successfully after several attempts.

Manufacturer narrative:
(B) (4) since the device remains implanted, the programmer files were reviewed. (Other): the telemetry errors resulted from an incorrect management of threshold saving and standby mode. (Other): there is no safety issue, proper device behavior was restored. (B) (4) conclusion: the several reported telemetry errors resulted from an incorrect management of threshold saving and standby mode: aida was not programmed at the time an attempt to store threshold data was done, which led to the switch to standby mode. This inadequate management will be corrected in a future version of the programming software. When a device is in standby mode, it can be re-initialized only; any attempt to start any other feature (threshold, egm, ...) Will fail. There is no safety issue, and the device proper behaviour has been restored by the re-initialisation performed with the second programmer.